Manufacturer narrative:
Expiration date - unknown due to unknown lot number, UDI - unknown due to unknown lot number, implanted date: device was not implanted, explanted date: device was not explanted, device manufacture date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported when attempting to locate the artery using a 6fr angio-seal, no blood was observed from the drip hole. The case was completed using a second angio-seal. The patient was reported to be in excellent condition. Additional information was received on april 1, 2018. The procedure was a left heart cath. They did not recall trouble with access. There was no blood loss. A pre deployment angiogram was performed.